Event description:
It was reported to manufacturer by facility; (B)(6), per facility they had an "incident of a lift tipping on a resident" and believes the issue to be user error. Facility requesting company rep to come out there and facilitate an in-service for the staff to prevent issues like this from occurring in the future. Manufacturing has attempted contact with facility three different times requesting to get further info related to this alleged incident "as stated lift tipping on a resident" has the potential to could have caused or contributed to an injury - if an injury did not happen! No response from facility. In addition per the request of additional training for their staff facility has not responded to service or manufacturer to verify when it would be ok for service to go into said facility to make this happen.